Event description:
It was reported that the programmer had a long boot-up time, but once it was booted it functioned fine. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer was slow to boot, and then goes through a hibernation cycle every time the device was turned on. It was also noted that there was a hinge plate missing a screw and the other five screws were loose and there was no stylus returned with the programmer.